Event description:
It was reported the consumer had cmc arthroplasty on (B)(6) 2013 for "bone on bone" arthritis of his right thumb. He has experienced tightness of his right thumb, and sensory deficit along the top part of his thumb to his wrist. He reported he underwent 30 to 35 physical therapy sessions. Additional clinical info was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.